Manufacturer narrative:
D10. Concomitant medical products: sigphandle, sig power sigphandle handle (serial unknown); sigpshell, sig power sigpshell control shell (lot unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparotomy pancreaticoduodenectomy (whipple), in gastrectomy, the device firing was stopped halfway. The jaws release from the tissue was normal. To resolve the issue, a new reload of the same type was used. There was no problems with the powered devices. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired and the interlock was engaged. The sled and staples were visible at the 3cm cut line. The sled and staples were visible at the 3.5cm cut line from the rear end. The proximal sutures were cut properly and the distal sutures were returned intact. The reinforcement materials were cut at the 4.5cm cut line. A scratch was observed on the cartridge side jaw, which might have been made when the ibeam advanced forcefully in clamping the jaw or firing. Staple pushers on the proximal side were pushed back to the cartridge. Functionally, the reload was loaded into a representative handle. The clamping mechanism was deformed. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. It was reported that the device partially fired. The reported issue was confirmed. The most likely cause could not be established from the information available. These issues may occur when firing over tissue that is beyond the recommended thickness range and when the firing handle has not been completely cycled. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.